Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found that the incident sample was not sent by the customer. An unused device (with the same lot #) was received. The reported condition was not confirmed. The investigation did not identify any defects with the unused pad that was sent. Visual inspection found the pad to have been assembled correctly. The pad passed continuity testing. The pad passed erit testing. The investigation did not identify any defects that would have contributed to the reported failure. The instructions for use (IFU) states, select a well vascularized, convex area win close proximity to the surgical site. Shave, clean and dry application site as needed. Lightly touch the surface of the return electrode to insure that the conductive adhesive is moist. Pull the return electrode taut and apply it to the patient on the bias for better adhesion. Apply finger pressure to massage the entire surface of the return electrode to ensure secure contact with the patient's skin.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, pen was on the generator with a brand new return electrode pad. When the surgery was completed and removed the clamps holding the huck towels, it was found that the metal clamps had burned the patient's skin, leaving two round burn marks at the inner thigh, both 1cm in diameter each, black spots that turned white. It was diagnosed as second degree burn and was treated with silver sulfadiazine. The electrode was new but the pen was not. The device showed that the return pad was grounded at all times.